Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized for a week due to low blood glucose. The customer stated that he was put back on the insulin pump and that everything was going well. The customer declined helpline assistance.